Event description:
The medtronic startright representative reported that the customer experienced a low blood glucose event. The customer's blood glucose was 40 mg/dl. The customer stated that the insulin pump shut off. The customer reported that he tested with an older glucose meter and found that the blood glucose was twice the previous reading. The customer stated that he tried to set up a new infusion set but it was not working. He tried another infusion set and reported that it worked fine thereafter. The customer declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.